Event description:
It was reported that the patients poly was exchanged due to infection.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown poly size 2.9mm ps insert. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. (B)(4).